Manufacturer narrative:
The pump was received with no button response due to moisture damage on the keypad traces. The pump had cracked battery tube threads, a cracked reservoir tube, a cracked reservoir tube lip, a broken belt clip slot, minor scratches on the display window and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the up button was not functional on the insulin pump. Customer stated the button had to be pressed down for several seconds to enable a response. Customer's blood glucose was 130 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.